Event description:
On (B)(6) 2009, pt reports he raised the piston rod with the insulin cartridge in the infusion device and insulin spilled into the infusion device compartment. He stated that the infusion plunger did not come apart from the insulin cartridge. Pt reports there is no leak in system. He states there is a large amount of insulin that has spilled into the infusion device compartment. Pt has a back up method for insulin delivery available. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.